Event description:
Paramedics responded to a person, down "for a long time." The device was connected to the patient with disposable defibrillation/ECG electrodes, however the device intermittently alarmed "paddles lead off" and "connect cable" when the shock button was pressed or when advisory mode was attempted. A backup defibrillator was taken from an engine at the scene and used to shock the patient an unknown number of times. The patient was not resuscitated but the reporter stated that the patient's death was not caused or contributed to by the alleged device malfunction because he wasn't viable.